Manufacturer narrative:
Serial number continued (B)(4). The investigations found: for 6 events: the investigation could not identify a product problem. The cause of the event could not be determined. The follow-up actions were: for 3 events: there were no follow up actions. For 1 event: the measuring cell and flow path tubing was changed. The system volume check, high voltage adjustment, and blank cell calibration was checked. Performance testing was run on the analyzer and was acceptable. Preventive maintenance was performed on the analyzer. For 1 event: the probe could not pick up an assay cup or tip, so the position of the pipette station was adjusted. For 1 event: the probe alignment and washing unit were checked. There were no abnormal findings. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>6</noe> malfunction events. Questionable high results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 6 patients with the following: three patients had questionable elecsys ca 19-9 immunoassay results. One patient had a questionable elecsys hcg + beta test system result. One patient had a questionable elecsys ft4 iii assay and a questionable elecsys tsh assay result. One patient had a questionable elecsys hcg test system result. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. One patient was female. The other 5 patients' genders were requested but were not provided. The patients' races were requested but were not provided the patients' ethnicities were requested but were not provided.